Event description:
It was reported that about four days after implant, this right ventricular (rv) lead was suspected of micro perforation as the patient was presented to emergency room (ER) with chest pain. The health care professional (hcp) interrogated the device and observed this rv lead appeared to have a decrease in amplitude and loss of capture (loc). An x-ray imaging was performed which confirmed the micro perforation of this rv lead. A lead replacement procedure was performed. This rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. This lead is not expected to return.